Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported that the event was resolved without sequelae as of (B)(6) 2020. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device was painful on the patient¿s bottom. The device seemed to be moving because the patient lost a lot of weight. No actions were taken as interventions. The event resulted in an unscheduled clinic or office visit. The etiology was reported as related to the device or therapy. The outcome was ongoing.